Event description:
Artifact present during AED deployment. (B) (4)

Event description:
The physician attempted to replace the pulse generator due to normal elective replacement indicator, but was unable to unscrew the setcrews. After several attempts, the physician elected to close the pocket and try removing the device at a later date.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.